Manufacturer narrative:
Reference (B)(4).

Manufacturer narrative:
Thv/tvt registry. Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
Prior to a transfemoral tavr procedure, it was noted that the femoral artery was ¿extremely small¿. A 16fr esheath was able to be inserted without issues; however, difficulties were encountered during the advancement of the commander delivery system and 29mm sapien 3 valve. ¿a lot¿ of force was required to advance and position the valve. The valve was positioned and deployed where intended. When the esheath was removed, the patient¿s blood pressure (bp) dropped. It was determined that the external iliac artery had been ¿ripped up¿. A coda balloon was inserted into the vessel and the bleeding in the leg was controlled. Clamps were placed on the femoral artery, but the patient continued loosing blood. The patient was placed on bypass and her chest was opened. An aortic rupture, due to the coda balloon, was found. During the attempt to repair the rupture, the patient expired. The death was determined to be related loss of blood due to the aortic rupture caused by the coda balloon. Information regarding the access vessel minimum luminal diameter (mld) and the degree of vessel calcification and tortuosity was not provided. Per the patient¿s 3mensio report, the mld measured 5.0mm. The delivery system and sheath were discarded following the procedure and are not available for evaluation.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The delivery system and esheath were discarded following the procedure and were not available for evaluation. Without the devices, visual evaluation, functional testing and dimensional analysis could not be performed. No photographs of the device were provided. Review of the provided patient screening images (3mensio report) revealed access vessels with diameter measurements (right mld: 4.1 mm and left mld: 5.0mm). Minimal tortuosity and no observable calcification was noted. A device history records (DHR) and lot history review was not able to be performed as the device lot number was not provided. Complaint history review from october 2017 to september 2018 revealed other similar returned device complaints for sheath shaft resistance with delivery system. The review of complaint data revealed that the occurrence rate did not exceed the september 2018 control limit for this trend category. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. During the manufacturing process, the sheath shaft components undergo multiple 100% visual inspections. The final esheath assembly undergoes 100% visual inspection by manufacturing and quality. In addition, product verification (pv) testing is performed on each lot based on a sampling plan. These inspections and pv testing support that it is unlikely a manufacturing non-conformance contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Most patients undergoing the tavr procedure are elderly with multiple co-morbidities. Incidence of vascular complications ranges from 2% to 26% with transfemoral access and is related to vessel size, tortuosity and degree of occlusive disease in the access artery. Per the IFU, ¿caution should be used in vessels that have diameters less than 5.5 mm or 6 mm as it may preclude safe placement of the 14f and 16f edwards esheath introducer set respectively.¿ in this case, the complaint of the resistance during advancement of the delivery system was not able to be confirmed as the devices were not available for evaluation. Due to the unavailability of the devices, visual, functional and dimensional analysis were not able to be performed. As a result, a manufacturing non-conformance could not be identified. Based on a review of the complaint history and the manufacturing mitigations, there is no evidence to confirm that a manufacturing non-conformance contributed to the reported event. Although a definite root cause could not be confirmed, procedural factors (manipulation of the devices), in addition to patient factors (less than adequate access vessel mld) likely contributed to the reported delivery system advancement difficulties and injury to the external iliac artery (eia). In an attempt to control the vascular bleeding, the placement of the coda balloon resulted in an aortic rupture and patient death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.